Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. As the sr medical surveillance specialist was unable to contact the patient by telephone, on (B) (6) 2010, the smss mailed a letter requesting the patient contact medical surveillance. On (B) (6) 2010, the patient obtained the blood glucose reading of 225 mg/dl on the reported meter, and a reading of 160 mg/dl on a hospital meter within 30 minutes. After the use of the meter, the patient took his usual dose of diabetes medication, humalog insulin seven units and lantus insulin 34 units. Twenty minutes afterwards, the patient experienced the symptoms of dizziness, fatigue and sweating. The patient did not receive any medical attention or treatment. Troubleshooting revealed the patient's testing technique was correct, the test strips were in good condition and within opened expiration dating and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.